Event description:
It was reported a spectrum pump had an "air in line reload tubing error." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "air in line reload tubing error" could not be reproduced, but was confirmed by the occurrence of air in line alarms in the device history log. Evaluation found low ultrasonic readings caused by a failed ultrasonic sensor. With low ultrasonic readings, the pump is more sensitive to "air-in-line" alarms. The ultrasonic sensor and ultrasonic pusher were replaced.